Event description:
Report received indicated that during a coil embolization, the coil stretched and protruded into the artery. This was the 7th and last coil that physician was going to place in the aneurysm. However, it could not be placed into the aneurysm and physician tried to withdraw the coil. They were unsuccessful in their attempt to withdraw and the coil stretched. The coil remains in the patient's vessel. Physician noted that there seems to be no concern with its position and that the decision to introduce a 7th coil might have been a miscalculation. The product will not be returned for evaluation and testing.